Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the first firing, the clips came out of the device crossed; they were not straight. The case was completed with another device of the same product code. It was not known if a cholangiogram was performed with this procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation.